Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that they were having problems trying to upload his daughter's information to carelink. The customer was using windows. The customer had tried three browsers. The customer stated that nothing happens on the upload page. The customer was able to begin upload process. The customer stated that high blood glucose were anywhere from 200-400 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.